Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery drawer was broken and contaminated. Analysis also found the upper case and lower case were broken and contaminated. Battery release was contaminated, keyboard was scratched, and lead flex cover was corroded. It was noted the bail covers, ring cover, bails, and ring were missing. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.